Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the lost power, and all drawers were unlocked. A field service engineer (fse) restarted the station, confirmed it booted properly, and reconnected the battery. The fse disconnected drawers, checked power connections, and swapped the palm sled. The station shut down normally, and all drawers locked correctly when the power switch was turned off. Then, the fse checked the battery voltage, ran the hardware test application, and checked with refractor band cable drawers to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es system had lost power and all drawers were unlocked. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.